Manufacturer narrative:
The returned rod was evaluated. There were indications that the rod was tightened against the pedicle screw and closure top, but there were no indications that the rod migrated or moved positions. The cause was likely due to the cross-threading of the closure top within the pedicle screw tulip, which would have prevented a tight connection of the construct. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00032 thru 3012447612-2017-00039.

Event description:
It was reported that a construct on the right side of l3 to l5 was not aligned and would not tighten during surgery, so the components were removed and replaced. The construct consisted of three pedicle screws, a rod, and three closure tops. An additional closure top was cross-threaded during attempted assembly so was also removed. It is unclear if the patient retained a foreign body. No additional information is available. This is report five of eight for this event.